Manufacturer narrative:
Bci field service engineer (fse) replaced tubing at vl8. Repairs per established procedures were verified. Results met published performance specifications. Root cause for the leak was associated with a defective dispense tubing located in pinch valve vl8 (primed sample isolator). Per labeling, beckman coulter, inc urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Event description:
A customer contacted beckman coulter inc (bci) to report a blood leak at the pinch valve going to the dispense probe on the lh750 slidemaker. User was wearing personal protective equipment (ppe) consisting of lab coat, gloves and goggle at time of incident. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. No one was splashed, sprayed or injured. The leak was cleaned according to lab protocol. No reports of death, injury, or change to patient treatment have been reported in connection with this event.